Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that the customer got the insulin pump and started yesterday. Customer got up this morning and her blood glucose was 25 mg/dl. Customer was given orange juice with sugar. Customer was advised to get a prescription for an insulin pen. Customer's blood glucose is 318 mg/dl. Customer was treating with the pump. Customer did not enter anything into the pump and that is why she is running high. Customer treated for the low blood glucose. Customer was advised to speak with their health care professional regarding the low blood glucose. Customer was advised to monitor the pump. Customer ran a self test and the pump passed.